Event description:
We received a report regarding a male patient who experienced pain and blurry vision, and later diagnosed with a corneal ulcer, while including revitalens ocutec multipurpose disinfecting solution with his avaira soft contact lenses. The reporter indicated the ulcer was large, irregularly shaped and located in the mid-periphery. In follow up with the optometrist, it was learned that the patient's symptoms began on 0(B)(6) 2015. He was seen in the doctor's office on (B)(6) 2015 where corneal edema and an anterior chamber reaction but no hypopyon were noted. There were polymorphs. The ulcer was about 2mm and irregularly shaped; it went about 1/3 into the stroma. A culture was not obtained. The patient was started on ofloxacin and cyclopentolate. By (B)(6) 2015 the patient was doing much better. The epithelium had closed and the patient was started on pred forte. During treatment patient's visual acuity was around 20/25 but after resolution on 1/19 va was 20/60 corrected to 20/20. Last full exam (prior to event) was (B)(6) 2014 where manifest refraction was -2.00 -0.25 x03. Presently patient is -2.50 -.25 (axis not provided). He said he wasn't sure if the corneal edema was suppressing the refraction (creating a untrue refraction). There is an opacity on the patient's cornea. Patient wear daily wear lenses, is described as compliant, performs a rub and rinse step. In further follow up the doctor noted the patient brought in an unopened 2 oz bottle of revitalens and said it was part of a twin pack, the other bottle was what he had used and he had discarded the bottle. The event had removed and the patient was left with a 2mm x 1.8 mm vertical oval opacity mid-periphery around 2:00. Patient had resumed lens wear.

Manufacturer narrative:
(B)(4). A review of the manufacturing records for the reported lot was performed; no deviations were noted and product met all specifications. Manufacturer of reported device performed microbiology and chemistry evaluations of product retained from the reported lot; all results were within specifications and sterile. Alternative report identification number (B)(6). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Usage of the device: unknown should have been checked. All pertinent information available to the manufacturer has been submitted. Placeholder.